Event description:
Chronic and acute illnesses. Some misdiagnosed or undiagnosed. Physical and mental disabilities. Uninformed regarding harmful side effects from mercury amalgams placed in my mouth as a child. Have had chronic debilitating health issues and even passed on to my three children in vitro. Only (B)(6) and disabled after becoming registered nurse. Mercury attacks the pituitary. I have tumor now. Thyroid stopped working. Adrenals shut down. Had to have hysterectomy. No energy. In constant pain. Memory gone. Too many problems to list.